Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: june 16, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lenses haptics were detached and missing. No damage to the radial holes was observed. The complaint lens was forwarded to the manufacturing site for drill hole re-measurement. The drill holes were measured and the results were passing manufacturing and product specification. No further issues were observed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded monofocal iol haptic broke off in a patient's eye post-surgery. The surgeon explanted the lens and implanted a new non-j&j lens on (B)(6) 2025. Possible causes for the incident include suture failure or non-compliance with patient instructions, but the exact reason remains unclear. The patient is currently doing well. No additional information is available.